Event description:
Physician passed a stenosis with an x-celerator .014" guidewire. It does not work because the way to the stenosis was very tortuous. He passed it, but could not go further. As he pulled the guidewire back, the distal tip of the x-celerator stretched and tore off. It stayed in place proximal to the stenosis. The pt was injured, but the condition is stable.